Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The reported device was received for evaluation; the event was confirmed during testing. Evaluation found internal debris within the device upon disassembly. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device had unintended activation. There was no patient involvement; no patient impact.